Event description:
Alleged that they can arm the ppm modes, however, the mode that is armed is turning off inadvertently.

Manufacturer narrative:
The biomed reinstalled the scale board to repair the bed.